Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 100% stenosed target lesion was located in an unspecified coronary artery. The renegade hi-flo microcatheter was placed in the vessel. While utilizing intermittent flush, a non bsc basket wire was then advanced through the renegade without issue. Significant resistance was encountered while removing the renegade, causing the catheter to stretch. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the hub was detached from the catheter and not received. Visual and microscopic inspection revealed shaft kinks at 5.9 and 59cm from the distal end. The catheter shaft was extensively flattened in sections from 18 to 36cm from the distal end. All dimensions which were able to be measured were found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "to achieve optimal performance it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hi flo microcatheter and guiding catheter and b) the renegade hi flo microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens." (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 100% stenosed target lesion was located in an unspecified coronary artery. The renegade hi-flo microcatheter was placed in the vessel. While utilizing intermittent flush, a non bsc basket wire was then advanced through the renegade without issue. Significant resistance was encountered while removing the renegade, causing the catheter to stretch. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status is good.